Event description:
The sales representative reported on behalf of the customer that the hps-hb11, 5.5mm hps prebent spherical bur was being used on (B)(6) 2023 during a hip arthroscopy labral repair and fai debridement and "during hip arthroscopy 2 x hps-hb11 fell apart during operation - head fell off and the black plastic sheath also came off. The items then needed to be fished out of the hip. Manual retrieval of bur and sheath from joint¿. The procedure was completed with an alternate same device of a different lot number. There was a 30 minute delay to the procedure. There was no injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 reports, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor for trends through the complaint system to assure patient safety.